Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-05969 it was reported that the patient's ipg became unable to communicate with external device. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the same surgical procedure, on 28nov2023, high impedances were found on the several contacts of the patient's lead and the patient did not have effective therapy post-operatively. As a result, surgical intervention may be undertaken at a later date on the lead to address the high impedance issue. As a result, the patient underwent surgical intervention on a later date during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.